Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Returned test strips produced lo readings on 270 mg/dl level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. No further investigation required.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 11/20/2016. Customer confirms the strips were first opened (B)(6) 2015. Customer performed a blood test lo. Reviewed meter memory: 1:lo (B)(6) 2015 03:36:00 pm fasting:yes; 2:lo (B)(6) 2015 03:33:00 pm fasting:yes; 3:lo (B)(6) 2015 10:30:00 am fasting:yes; 4:lo (B)(6) 2015 10:26:00 am fasting:yes; 5:135mg/dl (B)(6) 2015 09:27:00 pm fasting:yes. Customer is concern with all the lo blood results, however customer have not been using the meter and this vial of strips since (B)(6) 2015.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 11/20/2016. Customer confirms the strips were first opened (B)(6) 2015. Customer performed a blood test lo. Reviewed meter memory: (B)(6). Customer is concern with all the lo blood results, however customer have not been using the meter and this vial of strips since (B)(6) 2015.